Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volux¿ in an unspecified area and then seven months later, was injected with another 1ml of juvéderm® volux¿ into the chin area, deep, on the epigastrium. Two weeks later, a black dot appeared that looked like a nodule and a gave a visual asymmetry to the chin. There was not pain and no blushing. It was also noted there were "signs of inflammation in the injection area". About a month after the initial injection, there was a reddish-white color that began to be isolated in the above area in a small amount. The discharge continued the next day with no pain. No treatment has been provided and event is ongoing. Additional details received noting the initial volux injection was in the chin. There was no discharge or nodules after the first injection and patient reportedly satisfied with the result of the chin correction.